Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden drop in r-wave amplitude. The rv lead was reprogrammed and remains in use. In addition, it was noted that the rv lead previously exhibited large variations in r-wave amplitudes with multiple inappropriate shocks delivered. Furthermore, it was noted the device previously experienced inappropriate episode detection due to sensing of noise upon which the device delivered inappropriate therapy to the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).